Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with chief complaint of cervical radiculitis cervical stenosis , neck pain. Pre-op diagnosis is c4-5, c5-6 stenosis with bilateral upper extremity radiculopathy. The patient underwent following procedures; anterior spinal fusion and instrumentation, c4-c6. Partial corpectomy, c4, c5, c6. Insertion of interbody cages c4-5, c5-6. Use of local autograft and bmp for fusion. Per op-notes, ¿.. Trial spacers were then inserted and appropriate size cage was selected , filled with local autograft and had a bmp and inserted into the space...¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.